Event description:
Problems with restor lens implant that was implanted in left eye. Complaint reports a "serious problem" with her left eye when she drives at night. She reports that "the traffic lights and the headlights of oncoming cars have a halo/light burst around them which has not diminished since the surgery." She also asserts that alcon incorrectly informed her that if she has the restor lens in the left eye that she will also need the same type of lens inserted into her right eye when she undergoes cataract surgery in that eye. According to the dr who performed the surgery in the left eye, this is not correct.